Event description:
Eye infection in right eye that developed quickly, upon waking on morning of 3rd, eye slightly red, irritated, and watery, discomfort increased over morning, dr appt made for late in day on 3rd. Over course of next approx 6-7 hours, eye became increasingly painful, red, swollen, watery/dripping, sensitive to light, blurry. By late afternoon, eye teared constantly, closed blinds, wore sunglasses, drove to dr with right eye alternately covered and closed. Dr tentatively diagnosed as pink eye. Used medication for pink eye that night. Symptoms increased throughout the night, couldn't sleep due to increasingly extreme pain radiating from outside corner of eye throughout upper right guadrant of scalp, had great difficulty reading due to bleariness of vision in right eye and swelling and irritation in eye, had to keep tissues under eye because of dripping, pain in eye brought to mind a painting depicting man being stabbled through eye with a sword. By 8 a.m. 04/04/2006, eye swollen almost shut, and unable to drive due to impaired vision and pain. Went immediately to dr office and dr immediately sent me to eye dr's office. Eye dr used tweezers to remove right contact lens and prescribed tobradex and pain medication. Left contact lens also removed but tweezers not necessary. Eye dr said cornea injured and vision -which was like looking through frosted glass- may not completely heal. Began wearing prescription glasses. Eye dr checked eye every day after event until weekend and set another appointment for after weekend. Contact lens detail: used ciba night & day 30 night continuous wear contact for approx 1.5 years with no problems. Approx 8 days before event, put in new lenses. Approx 5 days before event, contacts felt uncomfortable, rinsed contacts off with bausch & lomb renu with moistureloc multi-purpose solution -3 sets vertical numbers on left lower side of back bottle. 82007-20, gb5079, 6832101-, bottle almost empty, and replaced lenses in eyes. Current situation: eye and right side of head much less painful and pain medication only needed twice a day, vision has improved from 'frosted glass' to 'cellophane' to now just somewhat blurry. Swelling and redness cleared up, irritation greatly reduced. Still somewhat light-sensitive. Pain and light-sensitivity is tolerable in the mornings but increases over the day with use of the eye. Have another appt with eye dr tomorrow.